Event description:
When pacing could not be performed, a loop recorder was implanted instead.

Event description:
During a procedure, the ep-4 would not communicate with the computer or the touchscreen. When pacing could not be performed, a loop recorder was implanted. The procedure was cancelled.